Manufacturer narrative:
(B)(4). The device involved in this complaint was not returned to the manufacturer for evaluation. A device history record investigation did not show issues related to this complaint. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect reported. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available, this report will be updated. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint reads "the steel wire of the tube was found deformed, causing inner wall bulge and the tube collapse during usage on patient, which impacted the ventilating. The tube was intact after opening the package". There was no report of patient injury or medical intervention. Patient condition reported as fine. Customer reported no sample would be returned.